Manufacturer narrative:
Philips service advised the customer to monitor the system and performed diagnostics. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system fails to turn on; green led flashes but no boot-up on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.